Event description:
The user facility reported that the device would run-on during a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : product not available

Event description:
The user facility reported that the device would run-on down a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.